Event description:
It was reported to philips that the system was unable to boot, stalling at the loading screen. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated in response to a customer report that the system was unable to boot. The complaint did not include further details about the nature of the issue. The quotation was not generated, and service was not provided by philips, as the customer resolved the issue themselves by replacing the parts from multiple vendors, resulting in no service action being performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.